Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of atypical power cable disconnect alarms on the white power lead and a dual disconnection of the power leads resulting in a no external power alarm was confirmed via the log files. The system controller (serial #: (B)(6) was returned for analysis and a log file was downloaded for review as well as submitted for review. A review the log files showed overlapping events spanning approximately 4 days (28nov2022 ¿ 30nov2022, 06dec2022 per time stamp). Events occurring on 06dec2022 took place during lab testing at abbott. Atypical power cable disconnect alarms were active intermittently throughout the log file and were associated with rsoc invalid faults. These alarms were active on the white power lead occurring on either power source. On 28nov2022 between 18:07:36 ¿ 18:07:39, a no external power alarm activated due to a dual disconnection of the power leads. The backup battery provided power to the system during this event. The alarm resolved when power was reconnected. On 30nov2022 at 17:22:57, an atypical power cable disconnect alarm activated on the white power cable and at a 17:22:59, the black power cable was simultaneously disconnected triggering low power hazard alarms. The low power hazard alarm resolved when the black power lead was reconnected at 17:23:14. The driveline was disconnected for a system controller exchange on 30nov2022 at 17:33:09. Pump operation was not affected. The system controller underwent preliminary and functional testing. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The reported event was unable to be reproduced during testing. The root cause for the reported event atypical power cable disconnect alarms was unable to be conclusively determined through this analysis; however, the root cause for the no external power event was conclusively determined to be due a dual disconnection of the power leads. Heartmate iii instructions for use section 3 entitled ¿powering the system¿ and heartmate iii patient handbook section 3 entitled ¿powering the system¿ addresses how to properly change between power sources. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including no external power, low power hazard, and power cable disconnect alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial #: (B)(6) and the system controller was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller was showing a white power cord with a yellow light symbol that was alarming. The backup system controller was connected to both mobile power unit's (mpu's) without any alarms. It was determined that the primary system controller was the source of the alarms, and the system controller was exchanged. The patient was reeducated on proper procedure for disconnecting from power as well as sleeping with batteries. The log files noted a no external power event on 28nov2022 while on battery power from simultaneous disconnection of both system controller power leads.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.